Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1922ps, batch number 15349430, was received for investigation. Upon visual inspection, the eyelet of the suture anchor, pushlock® 4.5 x 24 mm was returned broken. Functional testing was not performed due to damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0087-eo rev 5 - g precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1922ps, suture anchor, pushlock® 4.5 x 24 mm, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1922ps. There were no patient harm and no secondary procedure needed.